Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise; an insulation anomaly was noted. The patient was asymptomatic. The physician elected to cap and replace the lead on (B)(6) 2016. The patient's condition post procedure was stable.